Event description:
Adriamycin was infusing via alaris pump through the low-sorbing tubing set. The pump alarmed with "air in the line." A nurse answered the alarm, and opened the pump channel. While attempting to clear the air bubbles, the pump tubing broke apart. On further investigation, the disconnection occurred where the tubing fits into the slide clamp which fits into the pump. Adriamycin splattered hitting the nurses' eye and also leaking onto the floor. Infusion was immediately stopped.====================== health professional's impression======================the connection on the tubing is not secure. After looking at several unopened chemotherapy sets, it appears that the problem is in every set, and the tubing can come apart with slight pressure.